Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
Upon attempting to remove the deployment system, after successful endovascular aortic repair, it was catching on the graft. The graft remained in the patient as intended, there were no additional procedures as a result of the difficulty and the patient did not experience any adverse effects from the issue.